Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was not ratcheting or meshing. On (B)(6) 2017, it was clarified that the note on the mesher stated that the handle was not ratcheting and another mesher was used to complete the surgery. On (B)(6) 2017, it was further clarified that the issue occurred during inspection and there was no patient involvement or surgical impact. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was december 10, 2014 where it was reported that the device was missing screws and the ball detent, damaged hardware, and damaged comb were replaced. This is not a related issue. The previous repair report for the skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on march 21, 2017 revealed that the set screw that lets the ratchet gear move freely was tightened down too tight and damaged not allowing the gear to turn. The comb, roller gear, and side plates were damaged. The device could not be pretested due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4) failed due to it producing an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 21, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, handle, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was not ratcheting or meshing¿ was confirmed since the ratchet gear does not move freely since it was tightened down too tight. The device also had a damaged comb and the 1.5:1 ratio cutter failed testing due to it producing an incomplete mesh. The reported event was confirmed since the ratchet gear does not move freely since it was tightened down too tight. The device also had a damaged comb and the 1.5:1 ratio cutter failed testing due to it producing an incomplete mesh. The root cause of the device was not ratcheting or meshing cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, handle, and ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not ratcheting or meshing. No adverse events have been reported as a result of the malfunction. Investigation results revealed that the comb was damaged.